Event description:
The pt was implanted with a synchromed pump and catheter approx one yr ago for intrathecal infusion of morphine. The pt had a history of multiple lumbar surgeries for low back pain. Approx 3 weeks ago, the pt fell and developed paraparesis. An MRI was performed and revealed a hematoma at the catheter tip. The hcp removed the hematoma and the catheter tip. The remainder of the catheter was left in place. The old tip site was t10 and the new tip site is about t11. The pt had no history of bleeding diathesis. Pathology revealed no sign of infection. MRI films and reports are being forwarded to the MFR for review.